Event description:
This prospective pregnancy case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure in place") and device dislocation ("uncertain essure position on the right / a part of right essure insert was located in uterine horn region") in a (B)(6) female patient who had essure (batch no. D40632, d40626) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of tubal insertion on the right" in 2016 and device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and investigation noncompliance ("patient did not return for the hysterosalpingography"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removed via laparoscopy). Essure was removed. In (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation and investigation noncompliance outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. (B)(6) was the reported birth weight. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: initial report: she had no other adverse reaction. This was not one of the physician¿s patients and the physician did not perform the procedure for placement of essure. He simply saw the patient at an emergency consultation. There was a problem with placement on one side and the patient received instructions, which were also recorded on the operative report, to come back 3 months after the procedure for a confirmation test on hysterosalpingography to check for patency, precisely because of the problem with placement. For personal reasons, the patient did not return for the hysterosalpingography and she continued to take contraception for several months, without consulting the gynaecologist who operated on her. It was reported that essure was not inserted post-partum state. Physician was uncertain about placement of essure on the right side. Two expanded outer coils into the uterus on the right. The patient would prefer to continue the pregnancy, with an expected due date around (B)(6) 2017. Follow up: other physician reported a healthy baby was born fullterm. Follow up: right essure insert was removed via laparoscopy. The left essure insert was removed via salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - (B)(6) 2017: pregnancy was diagnosed; on an unknown date: devices were in place, no perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 05-mar-2018 for the following meddra preferred term: pregnancy with contraceptive device the analysis in the global safety database revealed 3930 cases. Device dislocation the analysis in the global safety database revealed 3070 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 2-mar-2018: follow-up was received from the physician. This case was upgraded to incident. Hsg was not performed. A part of right essure insert was located in uterine horn region. Right essure insert was removed via laparoscopy. The left essure insert was removed via salpingectomy. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pregnancy with contraceptive device ("pregnancy with essure in place") and device dislocation ("uncertain essure position on the right / a part of right essure insert was located in uterine horn region") in a 32-year-old female patient who had essure (batch no. D40632/ d40626) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty of tubal insertion on the right" in 2016 and device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) with amenorrhoea. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and investigation noncompliance ("patient did not return for the hysterosalpingography"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2017. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removed via laparoscopy). Essure was removed. In (B)(6) 2017, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation and investigation noncompliance outcome was unknown. The pregnancy outcome was reported as a live birth of a healthy child. 3180g was the reported birth weight. The reporter provided no causality assessment for investigation noncompliance with essure. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: initial report: she had no other adverse reaction. This was not one of the physician¿s patients and the physician did not perform the procedure for placement of essure. He simply saw the patient at an emergency consultation. There was a problem with placement on one side and the patient received instructions, which were also recorded on the operative report, to come back 3 months after the procedure for a confirmation test on hysterosalpingography to check for patency, precisely because of the problem with placement. For personal reasons, the patient did not return for the hysterosalpingography and she continued to take contraception for several months, without consulting the gynaecologist who operated on her. It was reported that essure was not inserted post-partum state. Physician was uncertain about placement of essure on the right side. Two expanded outer coils into the uterus on the right. The patient would prefer to continue the pregnancy, with an expected due date around (B)(6) 2017. Follow up: other physician reported a healthy baby was born fullterm. Follow up: right essure insert was removed via laparoscopy. The left essure insert was removed via salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: pregnancy was diagnosed; on an unknown date: devices were in place, no perforation. Batch number: d40632, expiration date: 28-dec-2017, MFR date: 18-dec-2014. Batch number: d40626, expiration date: 28-dec-2017, MFR date: 12-dec-2014. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 20-mar-2018 for the following meddra preferred term: pregnancy with contraceptive device the analysis in the global safety database revealed 3956 cases. Device dislocation the analysis in the global safety database revealed 3126 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.